Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the issue. The battery kit was replaced and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that post procedure, that the imaging system experienced a low batter issue. This occurred when the image acquisition system (ias) was moved alone. The system autonomously shut down, indicating "low battery". There was no patient present when this issue was observed.

Manufacturer narrative:
The 8 pack battery kit was returned to the manufacturer for evaluation. After functional testing, performance testing, and visual/physical examination it was observed that the reported issue could not be confirmed. The batteries passed the bench test at room temperature, each battery measured between 12.77 vdc and 12.85 vdc as expected. A visual inspection resulted in normal scuffs from normal use. There was no expansion, leaking, fusing or corrosion. There was no problem found.